Event description:
Sterile technique used to connect tubing to infants PICC line in the patient's right antecubital. No issues noted when primed and immediately after connecting. Fed infant and attempted to place infant in his mother's arms. Noted total parenteral nutrition (tpn) leaking from the marked port on the tpn line. Noted that blood had backed up into the line . Discontinued both the tpn and lipids. Sterile saline and heparin flush pushed to maintain patency of PICC. D10 at 14ml/hr. Started.